Manufacturer narrative:
Correction: manufacturer report 2017865-2021-37353, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
Additional information received indicated loss of capture was observed on the right ventricular lead. Subsequently, the patient experienced syncope as a result of the loss of capture. Lead damage is suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up in (B)(6) 2021, a high capture threshold and low pacing impedance were observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. Then in (B)(6) 2021 during another in clinic follow-up, the capture threshold was observed to be reduced back to baseline values. At this clinic visit, provocation testing was performed, but did not reveal any anomalies. No further intervention has been performed at this time. The patient was stable with no consequences and will continue to be monitored.